Event description:
It was reported that at 500,000 joules and 50 minutes the fiber began to emit frontally instead of laterally. The fiber was exchanged and the second fiber was used to complete the procedure. There was no harm to the patient.

Event description:
It was reported that at 500,000 joules and 50 minutes the fiber began to emit frontally instead of laterally. The fiber was exchanged and the second fiber was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The cap wear finding is a known inherent risk of the device. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. In addition the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Due to the observed circumferential fracture at the distal side, the potential for forward firing may exist. Based on the observed circumferential fracture on the distal side an evaluation conclusion code of design inadequate for purpose was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window is believed to be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause that resulted in circumferential fracture.